Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis machine was not power on. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no power to pyxis. A field service engineer (fse) confirmed that the drawers that failed had no medications loaded. So, the fse removed and replaced the drawer, then configured into the system and run the acceptance tests. Further, setup zebra printer, then tested the label was printed correctly. After that using the hardware test application the drawers were tested. All tests pass within specifications. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). Part analysis: the reported condition of the station would not power on in any outlet was confirmed by fse (field service engineer) and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4): fse reported that the drawers that had failed had no medications loaded. The failed drawer was removed and replaced by fse. After replacement of hardware, the device was configured and tested. Additionally, fse performed setup for a zebra printer. The device exhibited no further issues. During dchu visual inspection: p/n 354824-01: no obvious physical damage, deformation, or contamination was observed on the drawer housing, latch mechanism, or connector interface. During dchu testing: p/n 354824-01: evaluation of the drawers pcbas found a faulty pcba drawer controller with a shorted diode d501/mosfet q501 that led to short-to-ground fault. After replacing the faulty pcba, the drawer successfully completed hta functional testing with no errors or malfunctions. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation it is determined that the root cause of the complaint component was generated by a short-to-ground fault within the returned drawers pcba drawer controller, which led to critical component-level failure.